Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with troubleshooting and education provided, and the device indicated dosing would stop soon along with high glucose notifications. Symptoms included elevated blood glucose. Outcomes included the need for user education and troubleshooting support. Investigation included technical support review and user-led troubleshooting steps. Investigation of this case revealed no confirmed device malfunction, with the event categorized as cause unclear for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.